Manufacturer narrative:
The product has been returned and evaluated. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported having "glucose drop down" while receiving inaccurate high readings (not provided) on their precision xtra meter. The customer stated that she lost consciousness and paramedics were called. Note, that she was given insulin to stabilize her blood glucose level. Per survey, the meter wasn't calibrated correctly by the customer for the test strips in use.